Event description:
It was reported that the st holster has a damaged blue cable. The cable is loose and doesn't stay connected. There have been no interruptions in breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.